Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties occurred. The 80% stenosed lesion in the non tortuous, moderately calcified left anterior descending artery was predilated with a 4.0x11mm balloon. The taxus express2 4.0x12mm drug eluting stent was advanced to the target lesion and the stent was deployed but the balloon would not deflate completely. It was not possible to pull the device back through the guide catheter. The physician removed the guidewire, stent delivery system and guide catheter as a unit. No patient complications were reported. Patient status is satifactory.